Event description:
Caller reported an error related to the continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance with a complete pump reset, successfully guiding the caller through the process, after which the error did not reoccur. The caller was then able to start their sensor session successfully.